Event description:
It was reported that a replacement surgery was performed on (B)(6) 2014 to replace the itrel3 with the prime advanced. A pocket adaptor for the ipg (implantable pulse generator) was connected to the prime advanced. During the impedance check, the impedance between contacts 0-1 had a value of 1500 ohms. The impedance was high, but the wound was closed based on the attending physician's judgment. Upon checking the impedance again after closing the wound, the impedance between contacts 2-3+ was at 500 ohms. It was stated that "it also exhibited a value of over 3000 ohms." The ipg was taken out, the pocket adaptor was removed, and the ipg connector replaced as a precaution. Despite removing the pocket adaptor and changing the ipg connector, impedance abnormalities did not change. At that point, a new pocket adaptor was used. Despite changing the ipg connector to 8-15 and reconnecting the device, the impedance abnormalities did not change. The stimulation setting was set to 9-10+ at the time of the report. This replacement surgery was performed due to the battery life of the itrel3. There is no past data. It was unlikely that the ipg was defective, but the possibility of a lead disconnection was high. It was stated that 2 pocket adaptor packages were opened because of the abnormal impedance. It was later reported that no cause of the issue was determined. The patient was receiving effective therapy.

Manufacturer narrative:
Product ID: 74001, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: adapter. Product ID: 74001, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: adapter. (B)(4). Analysis of the pocket adaptor (adaptor 74001 1x4, serial / lot # (B)(4)). Found no anomaly.